Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the device would run on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.